Event description:
It was reported that the pt experienced unspecified withdrawal symptoms which began approx one week prior to report. The pt presented to the emergency room in 2008, and was admitted to the hosp that evening. The pump was due to be filled at the end of the month. Per the reporter the pt was put on a pca pump with dilaudid and appeared to be stabilizing. A follow-up report will be sent if additional info becomes available to us.